Manufacturer narrative:
The devices was not returned to edwards for evaluation. The device history record (DHR) for the devices were unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of a medical article, edwards learned of a study aimed to compare the early and late outcomes of redo-surgery (redo-avr) and femtavi-viv procedures for failed aortic bioprostheses. Between march 2003 and april 2018, a total of 108 consecutive patients with failed aortic bioprostheses were qualified for the femtavi international viv implantation (n = 68;63%) or surgical isolated redo-avr (n = 40;37%) in the department of cardiac surgery, sana heart-center cottbus, germany. Within the context of this article the following events were identified as pertaining to edwards devices: 11 patients with edwards valves implanted in the aortic position underwent re-do surgery after an unknown implant duration due to valve degeneration. 10 patients underwent viv procedures and all the devices were replaced with non-edwards devices using the transfemoral approach. 1 patient underwent explant of the surgical valve and received another surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.